Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle hip on his left side. Patient has large amounts of cobalt-chromium metal ions and particles in his blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. The patient was revised (B)(6) 2011 because of metal-on-metal.